Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 350cc and suffered from autoimmune disorder. The patient reported: ¿breast implant illness, extreme fatigue, joint pain, muscle pain, skin changes, cognitive declined, brain fog, vision problems, shortness of breath, dry itchy eyes(both), insomnia, difficulty swallowing, acid reflex, protein in urine, eyes depression, alcohol intolerance, cold intolerance, tingles of hands and fingers (both hands), lupus, autoimmune thyroiditis, yellow eyes.¿ as a result, the patient had undergone removal without replacement on (B)(6) 2021. This medwatch is for the right breast implant.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. This event was reported to the FDA under mw5100884. This event was found to be a duplicate of 1645337-2021-07699. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this report. Manufacturer¿s reference number: (B)(4).